Event description:
A patient diagnosed with high grade mucoepidermoid carcinoma of the left parotid, underwent a left superficial parotidectomy with limited neck dissection. The patient tolerated the procedure well, but complained of left foot pain after extubation. On postoperative day 3, the patient was taken emergently back to the operating room for a left leg fasciotomy with debridement for lower extremity compartment syndrome. During initial investigations of possible causes of the compartment syndrome, it was discovered that the area of muscle ischemia correlates to the location of the scd connector of the kendall scd sequential compression comfort sleeve. The patient tolerated the left leg fascitotomy procedure well and is recovering without difficulty.additionally, we have had other reports of bruising and redness around the site of the scd connectors.what was the original intended procedure?left superficial parotidectomy with limited neck dissection.device #1is this a laboratory device or laboratory test?no.